Manufacturer narrative:
Additional information was requested and the following was received: 1. The patient demographic info: age, weight, bmi at the time of index procedure age:(B)(6) ;weight:(B)(6) ;bmi:30.1. 2. Date and name of initial surgical procedure mid urethral sling procedure on (B)(6) 2016. 3. The diagnosis and indication for the initial surgical procedure? Severe urodynamic stress urinary incontinence which did not respond to supervised physiotherapy. 4. What were current symptoms following the index surgical procedure? Onset date? Recurrent uti which resolved with antibiotics after the procedure. Then she complained of pain in the urethral area during micturition and while sitting down during follow up review 6 months later. 5. Other relevant patient history/concomitant medications she is postmenopausal and smoker [10-20/day]. She underwent anterior and posterior vaginal wall repair on (B)(6) 2015 for vaginal prolapse. No concomitant medications. 6. What is physician¿s opinion as to the etiology of or contributing factors to this event anterior vaginal wall was very scarred and elevated with previous anterior vaginal wall repair which may have predisposed to migration and mesh erosion with time due to shrinkage due to altered anatomy .smoking could also have been a risk factor. But have to admit that etiology for this event is difficult to determine. 7. The initial approach for the index surgical procedure? Trans vaginal approach 8. Any concurrent procedure/device implantation? No 9. Were there any intra-operative complications? No 10. Mesh exposure symptoms and diagnostic confirmation? Diagnostic cystoscopy done on (B)(6) 2017 due to discomfort and mesh erosion into bladder above the bladder neck on left side was diagnosed. 11. Describe medical/surgical intervention for exposure including dates and findings. Patient was referred to tertiary centre and she had a combined procedure [urology and urogynaecologist ] and had a cystotomy for mesh removal and small mesh erosion from vagina was also excised. 12. What is the patient's current status? Last update that I received was during (B)(6) 2018 that she has had a repeat cystoscopy and bladder was healing well. She has some residual urinary incontinence.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced mesh erosion into the bladder which was discovered six months later and then subsequently removed from bladder. Additional information has been requested.